Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead had unspecified damage. It was noted that the patient had undergone an ablation procedure. The lead was explanted and replaced. The patient was stable.